Event description:
Inbound, pt reports leaking from cadd extension tubing filter lot 3674565 and exp 07/18/2023. No further details provided. Diagnosis or reason for use: pph. Is the product compounded? No; is the product over-the-counter? No.